Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned as it remains in the patient. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of angina is listed in the xience alpine, everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that two xience alpine stents (2.25 x 12 mm and 2.25 x 18 mm) were deployed successfully on (B)(6) 2017. The patient was readmitted to the hospital on (B)(6) 2017 for symptoms of chest pain. Although the treatment performed is unspecified, the fact that hospitalization took place indicates that some form of treatment was performed. The final patient outcome is unknown. No additional information was provided.

Manufacturer narrative:
(B)(4).